Event description:
It was reported that the patient experienced infection, sepsis, and vegetation. The entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Manufacturer narrative:
It was further reported by the patient that one of their wires corroded causing a blood infection and permanent damage to the spine requiring major surgery to repair and limiting their ability to walk. The patient reported at first they experienced constant pain. The patient stated that as a result, they have to take antibiotics every day because the infection is incurable. The right ventricular (rv) lead, right atrial (ra) lead and device were deactivated and not replaced. No further patient complications have been reported as a result of this event. Additional information has been requested but not yet received. (B)(4).

Manufacturer narrative:
Additional information was received from the cardiologist stating the patient had a staph infection of unknown origin. There was no corrosion noted and no performance issue with lead. No further patient complications have been reported as a result of this event.